Manufacturer narrative:
All four set screws and two (2) rods were returned to spineology. Microscopic evaluation of the returned set screws and rods was inconclusive. Spineology filed two (2) mdrs for this event; one for each of the cephalad set screws that were reported to have separated from the spinal construct. The two (2) MDR #s are: 2135156-2016-00003 and 2135156-2016-00004.

Event description:
The physician performed an l4-l5 posterior fusion surgical procedure on (B)(6) 2016. Approximately 4 weeks following the surgical procedure, during a routine follow-up visit radiographic images revealed that both of the cephalad set screws had become loose and separated from the tulip heads of the cortical screws. The patient was returned to surgery on (B)(6) 2016 at which time the two caudal set screws were assessed and determined to be tight. The spinal construct was dissembled and the cortical screws were manually manipulated and determined to be tight with no evidence of loosening. The spinal construct was reassembled using the previously implanted cortical screws, two new rods, and four new set screws. On (B)(6) 2016, the patient was reported to be "doing very well".